Event description:
It was reported that after the mobile programmer application was connected to the mobile programmer patient connector and base, when it was attempted to interrogate the cardiovascular implantable electronic device (cied) the application displayed an hourglass symbol and became unresponsive. The application hosting tablet was restarted in order to resolve the issue. It was further reported that there were constant prompts to update the application. The user expressed dissatisfaction with the application performance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.